Event description:
It was reported that during unpacking, a stent was found not clamped tightly to a balloon. When the 4.0 x 12mm synergy stent was removed from its packaging, the doctor found the stent was not tightly clamped to the balloon. The percutaneous coronary intervention was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that during unpacking, a stent was found not clamped tightly to a balloon. When the 4.0 x 12mm synergy stent was removed from its packaging, the doctor found the stent was not tightly clamped to the balloon. The percutaneous coronary intervention was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the stent was securely crimped on to the balloon. The stent was checked for movement and any securement issues and no issues were found. Further review however found a severe shaft polymer extrusion kink located approximately 32 mm distal from the exchange port. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).